Manufacturer narrative:
Results: stopper debris was plugging the nrbc mix chamber. (B)(4).

Event description:
Customer called on (B)(6) 2011 reporting of a bloody leak near the mixing module of the unicel dxh 800 coulter cellular analysis system. Customer also stated that the cassettes were wet as a result. Customer was wearing personal protective equipment consisting of a lab coat, eye protection, and gloves and no exposure or injury was reported. No patient treatment was attributed or associated to this complaint nor was there impact to patient results as a result of this event. Field service engineer (fse) was dispatched and observed that the nucleated red blood cell (nrbc) mix chamber was plugged by what appeared to be stopper debris. Fse then proceeded to replace the mix chamber and there was no further evidence of leaking. Root cause for the leak was stopper particles plugging the nrbc mix chamber.